Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a wearable failure occurred. On (B)(6) 2025, it was reported that the patient experienced a hyperglycemic event where the patient called dexcom to report several issues, including 2 failed sensors and a dexcom receiver that would not power on (despite being plugged in for over 2 hours). The patient stated that these issues lead to him being hospitalized a week or two ago (exact dates could not be recalled). He further reported he had "excessive blood sugars like 10 times the values of the said reading¿. The patient reported that due to the failed sensors and the issue with his receiver not turning on, he had no way of monitoring his bg levels. The specific timeline of events is unclear as the patient could not recall these details. He was experiencing symptoms that included issues with balance, falling, tremors, sweating, confusion, and a burning sensation ¿inside¿. It was also noted that the patient was legally blind and was having difficulty on the technical support calls completing certain troubleshooting steps. At the hospital, the patient was treated with lisinopril, hydrochlorothiazide, ezetimibe, and aspirin. He was discharged after 5 days. The patient was ¿exhausted but getting better¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.